Event description:
A customer reported that the t:slim x2 pump battery would not charge using the original tandem charging supplies. Despite initially using the recommended equipment, the pump took 2-3 hours to charge or required alternative charging supplies. The issue did not initially lead to a pump shutdown, but later follow-ups indicated the pump did shut down, although the customer's blood glucose level did not exceed 500 mg/dl. To resolve the problem, the customer was advised to use different charging supplies temporarily; a non-tandem wall adapter was used successfully. Tandem technical support educated the customer on the proper use of charging supplies, sent a replacement wall adapter, and confirmed the customer was able to resume insulin therapy and start a sensor session.